Manufacturer narrative:
Pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with corroded battery tube, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer was reported via phone call that, the insulin pump had low battery alarm. The blood glucose was 130 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.